Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right atrial lead exhibited high impedance. A lead fracture was suspected. On (B)(6) 2019 the patient's lead was capped and replaced. The patient was stable.

Manufacturer narrative:
A partial lead measuring 37.0 cm was returned for analysis. Analysis was normal. No anomalies were found. All damages found were consistent with those occurring during procedure.